Event description:
It was stated that the washer and screw on the drive hose connection are missing. Oxygen will leak if not tightened. There was no patient involvement reported.

Manufacturer narrative:
Date of event, serial number, UDI number, and manufacture date are unknown, no information has been provided to date. Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.